Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds, loss of capture (loc) and pacing inhibition. Subsequently, this lead was surgically abandoned and a new rv lead was successfully implanted. No additional patient adverse effects were reported.